Event description:
It was reported that the handpiece began overheating during a dental extraction. The procedure was successfully completed with another device , and there was no pt or user injury reported.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, foreign fibers were found in the collet, which caused other components to fail and created friction that most likely caused the device to overheat. The fibers were likely introducted to the handpiece during the cleaning and sterilization process at the account. The IFU supplied with this device states the proper cleaning and sterilization guidelines.